Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-05-04. H6: investigation summary: one open and twenty eight sealed 32g x 4mm pen needle samples and four photos were returned from lot. No. 0203825; cat. No. 320559. Visual examination was carried out on the one open sample and a bent non patient end of cannula was observed. Visual examination was also carried out on the twenty eight sealed samples and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. As the sample returned was open it is not possible to confirm this defect to be manufacturing related.

Event description:
It was reported that a pen ndl 32g 4mm pro 14 bag 700 case jpx broke at the cannula before use. The following was reported by the initial reporter: "the customer reported that the needle npe was broken in one product."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that a pen ndl 32g 4mm pro 14 bag 700 case jpx broke at the cannula before use. The following was reported by the initial reporter: "the customer reported that the needle npe was broken in one product."